Event description:
The following was reported to hamilton medical ag: summary: technical event:231009 due to defective blower.

Manufacturer narrative:
Hamilton medical ag`s conclusion: failure mode description: device alarms with high priority technical event: 231009 (alarm blower speed low). Phase: start-up. Root cause: defective blower. The blower speed is lower than the target speed-5% for more than 5s. Correction: replacement of the blower.